Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts were unsuccessful for part return so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician, the scratches have been on the screen for at least five years. The field service representative (fsr) was notified by the end-user that the ccm will be continued to be used and they are not requesting for service for the unit at this time.

Event description:
It was reported that during the use of the device for a non-clinical activity, the display of the central control monitor (ccm) had scratches making it difficult to read the numbers. There was no patient involvement.